Event description:
It was observed that during the device evaluation, the camera head was found to have a missing objective lens, a smashed connector tip, and a poor color image due to a faulty charge-coupled device. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the malfunction could not be identified. However, based on the investigation results, it is likely that the following issues contributed to the malfunction: the missing objective lens was traced to a component failure. Additionally, the damaged connector tip and the image's poor color, attributed to a faulty charge coupler device, were also linked to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device..